Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the ¿control iq diamond¿ did not display blue when basal was being increased. Customer¿s blood glucose level was approximately 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.